Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of arrhythmia detection was observed due to undersensing. Technical support was contacted and suggested to measure the r-wave and program the device accordingly. Measuring the r-wave and programming of the device is anticipated to be performed at follow-up. The patient was in stable condition.